Manufacturer narrative:
Results: a review of the usage of the device history revealed no related quality notifications. Evaluation of the photographs sent indicate the foreign matter may be epoxy which is used to fix the needle to the hub. (B)(4) retained samples from the implicated lot number were examined, and no further cases of epoxy splatter were found. Conclusion: epoxy splatter is caused when the resin is being applied to the needle and hub to fix them in place. This is a relatively uncommon defect. Based on the severity and frequency it was determined that there will not be a CAPA opened at this time. We will monitor these defects for tracking and trending purposes.

Event description:
It was reported that the bd vacutainer® precisionglide¿ multi-sample needle had foreign matter on the needle. No serious injury, no medical interventions.